Event description:
It was reported via edwards sales that the patient received both edwards mitral and aortic bioprosthetic valves back in (B)(6) 2012. Then, patient underwent a hip replacement surgery in april/may at same facility. Reportedly, patient got an infection which they think caused endocarditis to the mitral valve. Intraoperative echo showed a large perivalvular leak in the posterior region of the mitral valve. It appeared to have vegetations as well. The mitral valve was explanted and replaced on (B)(6) 2012. During surgery, a fistula was visualized below valve at the sewing cuff in the posterior aspect. Fistula was patched, and new 7300tfx 25mm valve was implanted. No additional information or medical records have been provided, pending patient consent. Multiple follow ups with the hcp have been performed.

Manufacturer narrative:
Additional manufacturer narrative: despite multiple attempts with the hospital, the explanted device has not been released to edwards for evaluation. Medical records have also been requested, but not provided. The hospital declines to release any information without patient authorization. Additional attempts are ongoing. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, initial report indicates the patient underwent a hip replacement surgery, and got an infection which they think caused the endocarditis. The device history record review was completed and confirms this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.